Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.the devices were evaluated in the field and the issue was confirmed; 3 devices had damaged/broken components and 3 had worn components. The devices were repaired and returned.there was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the brakes or zoom function could not be engaged or were difficult to engage. There was no patient involvement.